Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
Updated become aware date and method code grid.

Manufacturer narrative:
Updated investigation coding.

Manufacturer narrative:
Updated health impact grid.

Manufacturer narrative:
Updated health impact grid.